Manufacturer narrative:
(B) (4), secondary surgery..

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B) (6)2010 in patient's left eye. The lens was explanted on (B) (6)2010 due to excessive vaulting associated with elevated iop. Subsequently, the patient had narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter lens.